Event description:
The customer reported a no image issue during reprocessing of an Olympus Gastrointestinal Videoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to Olympus for evaluation and the reported failure was not confirmed.A root cause could not be identified. Based on the results of the investigation, the most probable cause that led to the malfunction was not established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.